Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. It was reported that the customer loaded the cartridge with 230 units. Customer's blood glucose level was 500 mg/dl. Reportedly, a manual injection was administered. The customer was able to load a new cartridge successfully.